Manufacturer narrative:
The device will be forwarded to the manufacturer for further investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported that the scope was being used during a case. They inserted the scope into the patient and saw it was grainy and could not see through it. They removed scope and got a new one. The patient was not harmed.